Manufacturer narrative:
Of the 4 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning.

Event description:
This report summarizes <noe> 4</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced an ink spots issue. These reports were received from various sources. The patients associated with this allegation ranged from 12-64 years of age and between 53 and 53 pounds. Of the reported patients, 2 were male, 2 were female.